Manufacturer narrative:
Date sent: 03/16/2009. Eval summary: the analysis showed that the atw35 device was received with the articulation mechanism damaged. The device was received with a fully loaded with staples reload present. The returned device was tested for functionality with a test reload on the left and center articulated position; when fire the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation band was found broken. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device opened without any difficulties noted. A batch record review was performed, and no anomalies were found during the mfg process.

Event description:
It was reported that prior to a hepatectomy procedure, after the device was clamped, it would not release and the jaw could not be opened properly. The event occurred before use on the pt. Another device was used to complete the case.